Event description:
It was reported that the patient experienced diagrammatic stimulation. The thresholds on the left ventricular (lv) lead had increased and was causing the stimulation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).